Manufacturer narrative:
A medtronic representative went to the site to test the equipment. It was reported that the computer of the navigation system was replaced. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. Concomitant medical product: other relevant device(s) are: computer 9735225r rollingstone s7 rfrb. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used in a cranial resection. It was reported that the system became unresponsive during registration multiple times, they rebooted between each occurrence with no resolution. There was longer than an hour delay in the procedure causing the procedure to be aborted. No impact on patient outcome.

Manufacturer narrative:
Additional information was added to the event description. The computer was returned to the manufacture for evaluation. After functional testing and visual/physical examination the reported issue was confirmed. The computer was received with the hard drive removed. The original system could not be analyzed. With a test hard drive installed the computer booted normally to the application screen and passed the following tests. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received stating that the patient was under anesthesia when the procedure was aborted. The health care professional was about 25 minutes before they decided to aborted the procedure. The procedure was scheduled for six days later and the patient was doing well after the procedure. The issue was resolved when the computer was switched.